Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2022, a 8mm amplatzer septal occluder was selected for implant. During deployment, the left atrial disc appeared in cobra-like deformation. The device was resheathed and removed from the patient and exchanged with a new 10mm amplatzer septal occluder which was successfully implanted. There was no anatomical interference noted during device deployment. The patient remained stable throughout the procedure.

Event description:
N/a

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instructions for use, the recommended size delivery system for use with a 8mm and 10mm septal occluder is an 6fr. A 7fr sheath was used to deliver the device.h6 health effect - impact code 4610 inadequate/inappropriate treatment or diagnostic exposure was removed and code 2199 no health consequences or impact has been added.